Event description:
The system 7 high speed precision saw was sent for evaluation due to leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 high speed precision saw was sent for evaluation due to leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the service inspection a sample was taken. Although there was no evidence of active leaking found, the presence of a substance that may have emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. According to a review of risk documentation and based on previous complaints with similar event descriptions, a possible cause of this failure is not sufficiently drying the handpiece after the wash cycle.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.